Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that the helix got snagged on tissue in the right atrium resulting in the helix to sprung. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.